Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/25/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned to ethicon for evaluation. One paper lid and one winding former with eight undispensed strands received for analysis. Product code vcpb841d which is a control release and requires eight strands per packet. Additionally, a photo was provided, and with the same condition as the received sample. Upon visual analysis of the samples, some pieces of foreign matter (particles) were observed stocked in the winding former. It was not possible to determine the cause of the foreign matter in the sample received. In addition, the foil packet was not received. No conclusion could be reached as to what caused the reported. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4 UDI for lot ua2ajq: (B)(6). D4 UDI for lot tm2aee: (B)(6). D4 UDI for lot tp2alx: (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: if possible, please confirm the correct lot number tp2alx, tm2aee or ua2ajq ?: the 3 lots are the possible number. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): hiromi tokuyama. Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections.: we regularly contact with sale rep about the device returning. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Possible lot; tp2alx, tm2aee or ua2ajq. A manufacturing record evaluation was performed for the finished device tp2alx/vcpb841z13 and no non conformances / manufacturing irregularities related to the malfunction were identified. Mfg. Date: 12/20/2023. Expiry date: 11/30/2028. A manufacturing record evaluation was performed for the finished device tm2aee/vcpb81413 and no non conformances / manufacturing irregularities related to the malfunction were identified. Mfg. Date: 11/11/2023 expiry date: 10/31/2028 a manufacturing record evaluation was performed for the finished device ua2ajq/vcpb41z13 and no non conformances / manufacturing irregularities related to the malfunction were identified. Mfg. Date: 01/16/2024. Expiry date: 12/31/2028. Performed by betty j. Burton.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, during interrupted suture, a foreign matter which is like a human hair was found in the package when use it. So, use was stopped, and another package was used to finish the surgery. It was a control release needle. Lot number - tp2alx, tm2aee or ua2ajq - unknown if this is the correct lot number. No adverse patient consequences were reported. Additional information was requested.